Event description:
It was reported that noise was noted on the lead. A revision procedure was performed. However, it is unknown if the lead was repositioned or replaced. The status of the patient was not provided. Further information was requested, but not yet available.